Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. An in clinic follow up was scheduled for the patient. The patient was fine.